Event description:
It was reported two balloon ruptured at approx six atmospheres during pre-dilatation prior to stent placement for an iliac angioplasty procedure of calcified lesion. Another balloon was used to successfully complete the procedure without pt complications. Both devices were returned, evaluated, and retained by this MFR. Evaluation of the first balloon indicated a pin hole leak located over the distal radiopaque marker. The shaft under the balloon was corkscrewed. Evaluation of the second balloon indicated the shaft was flattened and indented 3 cm distal to the strain relief. The balloon was filled with foreign matter and could not be inflated. Foreign matter in the balloon is indicative of a leak, however, due to the condition of the device a balloon leak could not be positively located. Scratches were noted on the balloon surfaces of both balloons. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesions. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. One of the devices displayed characteristics consistent with overpressurization, a corkscrewed shaft. Both devices displayed characteristics consistent with a sharp external source, scratches on the balloon surface. It was also indicated this lesion required stent placement. Therefore, co believes these factors may have contributed to this event and does not attribute it to the devices. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and removed carefully."